Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer¿s adc freestyle libre reader dropped and has "black spots/markings" on the screen. The customer was unable to monitor blood glucose and consequently experienced symptoms of vomiting and a loss of consciousness and was incapable of self-treating. The customer was taken to a hospital where he was diagnosed with diabetic ketoacidosis and administered drips and unspecified injection. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported that the customer¿s adc freestyle libre reader dropped and has "black spots/markings" on the screen. The customer was unable to monitor blood glucose and consequently experienced symptoms of vomiting and a loss of consciousness and was incapable of self-treating. The customer was taken to a hospital where he was diagnosed with diabetic ketoacidosis and administered drips and unspecified injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection of the reader has been performed and no issues were observed. Built-in reader test was performed. Black spots/markings were not observed. Therefore , the issue is not confirmed.all pertinent information available to abbott diabetes care has been submitted.